Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent performed an initial evaluation of the customer's device and was unable to replicate the reported issue. The device data was downloaded for further analysis. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device experienced an unexpected loss of power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected information: method code of the initial medwatch report was blank method code of the initial medwatch report should indicate analysis of data provided by user/third party - 4112 new information for supplemental medwatch report: the third-party service agent forwarded the customer's device to physio-control. Physio-control reviewed the electronic records and verified that the device experienced thirteen unexpected shutdowns on 14 july, 2018. The event date was updated to 07/14/2018. Physio-control performed an initial evaluation of the customer's device and determined that the battery pins were worn, and it was observed that a battery pin in battery well #2 was loose and slightly pushed in through the grommet of the rear case. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device experienced an unexpected loss of power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the battery pins and the rear case and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a loose battery pin, which was also slightly pushed in through the grommet, which resulted in the reported unexpected shutdown events.

Event description:
A third-party service agent contacted physio-control to report that their customer's device experienced an unexpected loss of power. There was no report of patient use associated with the reported event.